Manufacturer narrative:
Available details indicate that the device was evaluated onsite. Upon visual inspection, it was determined the battery was damaged. The fse replaced the battery resolving the issue. The battery is not expected for return. The device was returned to full functionality and remains at the customer site.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart dfm100 defibrillator indicating that the device experienced self-test failure. The event was outside of use and there was no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.